Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 1 malfunction events(s), where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer as there was no defect found. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no device problem found. There was no remedial action taken. This device is not labeled for single use.